Event description:
Boston scientific rec'd info that this device displayed a battery depletion (bd) error code. The battery percentage was showing 56%; which was noted to be a little high given the device was implanted three years ago. The physician plans to follow-up with the pt again within the next month. In the mean time, the pt was instructed to listen for beep tones. No adverse pt effects were reported.

Manufacturer narrative:
The investigation is ongoing. When add'l info becomes available, this report will be updated.